Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an uknown date and suture was used. During the procedure, the needle fell off of the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.